Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced frequent hypoglycemic events occurring throughout the day and night since starting use of the device. Review of device data indicated inconsistent and sometimes delayed meal announcements, which may have contributed to insulin stacking and subsequent low blood glucose levels. The patient reported experiencing low blood glucose episodes for several consecutive days, including nighttime events that required awakening to treat. The patient commonly treated lows with fast-acting carbohydrates and had not required glucagon administration. Blood glucose levels were affected, with the lowest reported value being approximately 40 mg/dl and remaining outside the target range for about an hour. The patient reported symptoms of dizziness, sweating, and shaking during low blood glucose events. No backup therapy, ketone testing, steroid injections, professional medical intervention, or additional assistance were reported. The patient expressed frustration despite having the target range increased and requested further guidance on preventing lows. Follow-up with a clinical support specialist was planned to review data and provide additional recommendations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.